Manufacturer narrative:
The device was not returned for evaluation. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. A conclusive cause could not be determined for the reported mechanical jam plunger. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a mechanical jam (plunger deployment issue) include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular therapy interventional procedure with an 8f sheath. Reportedly, the plunger was unable to be fully pressed due to heavy resistance. The foot was closed and the device was removed from anatomy. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.